Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2007, inratio: 1.6, lab: 3.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007, inratio: 1.6, lab: 3.8, mean: 2.7, confidence limits: 1.7-3.8. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The inratio value was outside the confidence limits for inr testing. Products will be tested.